Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image displays blurry. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the complaint issue was described as image displays blurry and the cable is worn. The customer's complaint was verified. Blurry image issues were confirmed. A visual inspection confirmed residue on the front lens window. This was able to be cleaned with acetone and alcohol. The camera and cable showed signs of improper sterilization: the card masking has been stripped away and the cable has developed a shar pei effect. Cleaning the front lens window addressed the customer's blurring image complaint. The cable also needs to be replaced due to the sterilization issues that were observed. It is highly recommended that the customer review their handling sterilization methods to ensure that they are following approved karl storz protocols. The cause of the issue was determined as smudge on the front lens window and damage cable due to improper sterilization. The event is filed under internal karl storz complaint ID: (B)(4).